Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of not being able to insert sensor. After customer was able to insert sensor, customer noticed irritation. Customer's blood glucose was 400 mg/dl. Customer mentioned of being released from the intensive care unit in (B)(6) . Customer declined troubleshooting for high blood glucose. Customer could not be contacted for more details on hospitalization.